Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects, main body scratches on the lens, free lever lock corrosion, and scope mount corrosion. Based on the results of the investigation, it is likely the cracks on the connector were flooded and communication failure occurred, resulting in image defects. However, a definitive root cause could not be established. Based on the results of the investigation, a definitive root cause for the malfunctions identified during the device evaluation could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a dark image. There were no reports of patient harm.

Event description:
It was reported the camera head displayed a dark image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.